Event description:
The device tubing severed while in use and required a cutdown procedure to retrieve the severed portion of the tubing. The facility reviewed this occurrence and determined that the pt most likely caused the event by the activity he engaged in. The pt was described as hyperactive and had been witnessed to be "playing with bed controls", "tampering with the IV pump," and "moving the pulse oximeter off his finger." It was reported that, on the date of the occurrence, the pt was out of bed with the IV administration tubing stretched. The sample was not examined and was discarded at the facility. No other info was available.